Event description:
It was reported that "today, the camera mentioned in the subject disconnected during a procedure. We went to check it this afternoon and observed that when the connection between the camera and the processor was moved, it would disconnect. After cleaning the contacts, we were no longer able to reproduce the issue. However, there is still concern among users about a possible interruption at a critical moment. No negative impact in state of health reported.cross reference MDR 2027009-2026-1531.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation.cross reference MDR 2027009-2026-1531.the event is filed under internal karl storz complaint ID: (B)(4).